Event description:
It was reported that during preparation of a steerable guide catheter (sgc) and while flushing the sgc, the hemostatic valve on the dilator had fallen out. Therefore, the sgc was removed and replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The dilator was submitted to the mcl for analysis. The reported separated dilator rhv was determined to be a potential product quality issue. Therefore, exception (issue) 132801 has been initiated to further investigate this complaint. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
D4: lot number 30619r4033 has been removed and replaced with 30721r1038. All available information was investigated, and the reported issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported separated dilator rhv was determined to be a potential product quality issue. Therefore, exception (issue) 132801 has been initiated to further investigate this complaint. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
N/a